Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, crossing difficulties were encountered. Access was obtained via the femoral artery. The 3x33mm, concentric and 95% stenosed lesion being treated was located in the severely calcified left anterior descending (lad). The lesion was pre-dilated using a 2.5x10mm non-bsc balloon resulting in a 70% residual stenosis. Then the physician advanced the 3.0x28mm taxus liberte stent delivery system (sds) to the lesion but could not cross. The procedure was completed with stenting of the lad, the left circumflex artery and the left main. There were no patient complications and the patient condition was listed a stable. However, product analysis revealed stent damage.

Manufacturer narrative:
(B)(4) device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. One strut on row 3 from the proximal edge was raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)